Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/18/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: smartablate generator (model# m-4900-07, serial# unknown). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a pericardial effusion requiring observation. During the final ablation, impedance changed from 180 ohms to 120 ohms and back to 180 ohms. Intracardiac echocardiography (ice) revealed a pericardial effusion. Patient became hypotensive. Remainder of procedure was aborted. There were no interventions. Patient was reported to be in stable condition at the time of complaint report. Follow-up echocardiography, one hour later, revealed a reduced effusion. Patient required overnight observation, instead of same-day discharge. Patient outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. It was noted that the physician was unsure if the effusion was pre-existing or if it occurred as a result of ablation. It was also noted that the physician was not concerned about the performance of the product. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Generator was set on power control mode at 30-35 watts. Temperature was in the appropriate range (undefined) during ablation. Impedance ranged from 120-180 ohms. Although temperature and impedance cut-offs were not reported, it was noted that no cut-off values were exceeded. Ablation was stopped manually, per the physician¿s instructions.

Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year-old female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter. During the final ablation, impedance changed from 180 ohms to 120 ohms and back to 180 ohms. Intracardiac echocardiography (ice) revealed a pericardial effusion. Patient became hypotensive. Remainder of procedure was aborted. There were no interventions. Patient was reported to be in stable condition at the time of complaint report. Follow-up echocardiography, one hour later, revealed a reduced effusion. Patient required overnight observation, instead of same-day discharge. Patient outcome was improved. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).